Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during a gastroscopy/dilatation of pylorus procedure. According to the complainant, during the procedure, the cre balloon was inflated to 18mm and it was fine. The balloon then burst when the physician reinflated it to 19 mm. The physician was happy with the dilatation and decided to end the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).